Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Provider states unit stops driving then waits a minute and it will drive again without doing anything. MDR filed.